Event description:
It was reported that the patient experienced pain, anxiety and depression. It was also mentioned that due to the inflatable penile prosthesis (ipp) migrated to further back in the scrotum, it caused some discomfort and lack of ease to inflate.